Event description:
The customer reported failed beta human chorionic gonadotrophin (bhcg) quality control (qc) and erroneous bhcg patient results involving the unicel® dxi 800 access® immunoassay system. This report is two of two referencing the patients on the event date noted. The erroneous patient results were released out of the laboratory. The customer reanalyzed all 86 patient samples, on an alternate instrument and different results were obtained. The customer indicated twenty-one (21) patient results were amended. There was no report of patient injury or change in patient treatment associated with this event. The customer attempted to recalibrate the bhcg assay and noted calibration failed two times due to bad fit. The customer then noticed a large tear in the duckbill valve and replaced the valve. The customer performed recalibration and indicated qc recovered within range but on the elevated side. The patients' samples were collected in serum separator tubes (ssts) and analyzed from an aliquot. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified ultrasonics and replaced all 4 pipettor tips. The fse then performed ultrasonic adjustments on all 4 new pipettor tips and verified all pipettor alignments. The fse then changed pipettor #3 and #4 alignments and performed a 150-vessel excersizer with no issues. The fse cleaned the wash wheel and noted dried wash buffer on the outside of the gripper/spinner, an indication that the duckbill had been leaking the wash buffer. The fse reassembled and verified the wash wheel alignments and adjusted the gripper/spinner under the substrate probe. The fse cleaned the outside of the substrate probe with alcohol wipe and performed all pipettor pressure monitor calibrations. A pump diagnostic test and high sensitivity (hs) system check were performed and passed successfully. The fse replaced the aspirate probe tubing as the no-foam portion had 1 rlu (relative light unit) of 25,000 rlu. The fse then performed a passing system check and carryover test. The fse replaced the aspirate probes and aspirate probe tubing due to low test results but noted an rlu result of 9,000 was still low. The fse then performed an aspirate probe plate alignment and noted the washed portion of the system check was acceptable. Test results met specifications. The fse performed diagnostic test, system check, hs system check, and carryover. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. On (B)(4) 2014, the fse assessed the instrument due to continued high fliers. The fse verified alignments and repeated system check and noted the washed portion of coefficient of variation was at (B)(4). The fse performed another washed portion of system check and adjusted the aspirate probe plate alignments but continued having fliers. The fse performed system verification and discovered both ends of the substrate line were loose. The fse replaced the substrate probe tubing and calibrated the bubble detector. The fse noted the washed portion of percent coefficient of variation (%cv's) remained acceptable. The fse successfully completed pump diagnostics, system check, hs system check, carryover test, assay calibration, quality control, and a patient precision/comparison analysis. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00357.